Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was an alert for secure sense under sensing. Since patient had an atrioventricular node ablation on (B)(6) 2021 and the event of under sensing was a previously known issue, physician suggested to monitor the patient without making any programming changes. The patient was in stable condition.

Manufacturer narrative:
Correction - b3 - change in event date to (B)(6) 2021. Additional information - b5 - the event was found prior to the atrioventricular node ablation procedure.

Event description:
New information received stated that the episode of under sensing was found during a device interrogation prior to atrioventricular node ablation.